Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 5.1, 1.7, 3.5, 2.0. Time between tests: back to back. Pt's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 5.1, 2nd inr: 1.7, 3rd inr: 3.5, 4th inr: 2.0, mean: 3.08, sd: 1.56, %cv: 50.82. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Previous testing on retained strip lot #275254 revealed that result comparisons met precision criteria. Investigation results for retained strip lot #275254: donor (B)(6): 1st inr: 3.8, 2nd inr: 3.8, 3rd inr: 3.9, mean: 3.83, %cv: 1.51. Donor (B)(6): 1st inr: 3.9, 2nd inr: 3.9, 3rd inr: 3.3, mean: 3.70, %cv: 9.36. Both donors produced %cv's less than 16%. Product performed as expected. No further investigation is necessary. Per complaint issue, pt milked the finger. Per product user guide - precautions and warnings, "do no use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. As reviewed on 06/05/2012, (B)(4). Complaint issue will continue to be tracked and trended. No corrective action required at this time, as no product deficiency was established.